Event description:
Enduser wife advised right motor gearboxes is leaking grease at the seal on the carpet. Spoke with tech. Enduser wife advised serial number information is rubbed off. Enduser wife advised unit used to belong to aunt but they purchased it for her husband. Enduser wife advised pronto but could not provide model number or serial number or any further information.